Event description:
It was reported to philips that the battery pca was defective. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was localized to j1 pin 7 which was found to be bent.